Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for reintervention after an open stent graft procedure using the gore® tag® conformable thoracic stent graft with active control system and a gore® dryseal flex introducer sheath. A 22fr gore® dryseal flex introducer sheath was inserted through the left femoral artery. Resistance was encountered during insertion of the 22fr gore® dryseal flex introducer sheath. Two gore® tag® conformable thoracic stent graft with active control system devices were implanted as planned. When the 22fr sheath was removed, rupture of the left external iliac artery was observed. A gore® viabahn® vbx balloon expandable endoprosthesis and a gore® excluder® aaa endoprosthesis (iliac extender) were implanted to cover the rupture site. The procedure was concluded after confirming the absence of extravasation. The physician suggested that the rupture might have occurred because the 22fr gore® dryseal flex introducer sheath caught on calcification while the sheath was being advanced. Reportedly, the diameter of the left external iliac artery was approximately 6.6 mm to 7.2 mm.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. This complaint includes information indicating the reported complications relate to use of a sheath size that was too large for the patient access vessel anatomy per the device instructions for use. The device instructions for use provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.